Event description:
The pt rec'd two percutaneous leads with the same lot number. It was reported, the pt had positional stimulation, and was reprogrammed successfully. The pt requested better stimulation coverage. It was reported the physician planned to replace the leads with a surgical lead at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.